Event description:
The customer reported that the system displayed an error and was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The potentiometer was calibrated during the service call. The system was tested and found to be working as intended and put back into service.